Event description:
It was reported that cgm displayed error message and caller experienced issue with g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error message did not return, and successfully started sensor session, with no additional concerns reported.